Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate shock therapy due to noise from the rf rhizotomy procedure. A magnet was not being used over the device at the time of the procedure. No changes were made and the patient was doing fine.